Event description:
It was reported that the pulse generator exhibited diagnostics anomaly. After clearing the diagnostics, the device interrogated normally. The condition of the patient was good before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.